Event description:
It was reported that the patient presented in the operation room for an unrelated procedure. During procedure it was noted that the patient suffered from endocarditis. The right ventricular lead was implanted and explanted on the same day. The patient was stable during and after the procedure.